Event description:
Information received by medtronic indicated that the customer received an insulin pump post-reset ram crc alarm and also found that the customer was hospitalized due to pneumonia and the customer experienced no symptoms related to hyperglycemia. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer stated that was able to clear the alarms and able to complete the rewind of the insulin pump. The customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.